Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose level ranged from 144-465 mg/dl. Prior to the report with tandem technical support, customer confirmed that insulin was being delivered from the cartridge. Reportedly, customer changed the infusion set multiple times and the cartridge. Customer continued using the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.